Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (finland) was experiencing pain and irritation at their scs ipg site. The patient's physician decided to explant the patient's ipg on (B)(6) 2015 and retrial the patient at a later date to determine the next course of action. Additional information received identified the patient was reimplanted with an scs ipg on (B)(6) 2015, and the patient's pain at the ipg site has reportedly resolved.